Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that investigation of the returned pump found an outflow graft obstruction.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: an extrinsic outflow graft obstruction was confirmed via the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6) . (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. The remainder of the pump cable, as well as the modular cable, were not returned for evaluation. The sealed outflow graft was secured to the pump cover. The apical cuff was secured via the cuff lock and included a section of tissue from the ventricle. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was returned attached to the graft with the bend relief attachment collar in place. Upon removal of the bend relief, a ridge-like crease in the outflow graft was noted when observing the outflow graft lumen through its proximal end. Tissue accumulation was present within the deformation, filling in the space between the graft and bend relief, and is consistent with an extrinsic outflow graft obstruction that appeared to be present during patient support. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Upon disassembly, the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the ventricular assist device functioning as intended prior to the reported heart transplant procedure. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 5 under "attaching the sealed outflow graft to the pump" contains instructions for the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.